Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory (fa lab) received the suspect component and performed an investigation. The reported issue was confirmed and duplicated. This was isolated to a failed mosfet q210 fqa36p15 which failed and was shorting current resulting in a malfunction of the overcurrent protection circuit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed a fault within the power supply assembly. A vyaire field service representative (fsr) evaluated the device onsite and replaced the power supply assembly. After the device was repaired, the device was tested and met all vyaire manufacturer specifications. If additional information becomes available we will reopen the complaint file and perform further evaluation of the complaint file.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an undetermined "motor fault" display alarm, on this ventilator device. The customer stated no patient involvement with this event.